Event description:
Procedure type: laparoscopic right hemicolectomy. According to the reporter: when the obturator inserted, the inner seal was torn. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4).